Manufacturer narrative:
Product analysis the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Medical devices: dtba1d4 ICD, implanted: (B)(6) 2017.

Event description:
It was reported that the patient's device was beeping. The device was interrogated and the patient's right ventricular (rv) lead exhibited a superior vena cava (svc) impedance spike. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.